Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the lock lever cap broke during deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The leaflet anatomy was challenging. An xtr clip was implanted successfully. The ntr clip delivery system (cds) was advanced to the mitral valve. During deployment, while loosening the lock lever cap, the cap broke off completely. The clip was deployed, reducing the mr to 3. As there was still a significant mr jet present, an amplatzer vascular plug was deployed between the ntr clip and the mitral valve (mv) annulus with little change to the mr. A few hours after the procedure, a transthoracic echocardiogram (tte) was done and it was noted that the mr was mild with a gradient of 6 mmhg. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Although the device was not returned for evaluation, an image received from the account and reviewed by the product performance engineer. The images confirmed that the lock lever was broken. The investigation determined the reported lock lever breaks appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.